Event description:
Report received from the USA stating the device was "overheating." The device was being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device and the reported problem could not be confirmed. The bearings of the attachment were worn/damaged and would not allow cutter insertion, so the unit could not be tested for temperature. This condition is likely due to normal wear out over time, but may have been exacerbated by ineffective cleaning and maintenance. If additional information is received, a supplemental report will be sent.